Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the healthcare professional was going to move the leads down on vertebral level to obt ain better coverage. The issue was with the lead placement; initially the leads were placed too high. After the leads were revised the patient was getting the desired coverage. The indication for use was spinal pain. No patient symptoms reported. Follow up information was requested to determine event cause and outcome. If additional information is received a follow-up report will be sent.